Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the shipment was received at the account the hi-torque pilot 50 guide wire chipboard box was observed to be damaged/torn. One of the internal sterile packages inside the box was thought to be open affecting sterility and the damage to the device is with the plastic coil which looks twisted and torn. The device was not used. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported damaged packaging and pouch (reported as damaged dispenser coil) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported damaged packaging cannot be determined. Four unused/sterile devices were returned and visually inspected with no packaging or device issues noted.